Event description:
Device malfunction: balloon rupture. Time of malfunction: during preparation. Symptoms/ae: n/a. It was reported that during preparation of the fox sv, the device was flushed and contrast was noted to be leaking from a suspected hole in the distal end of the balloon. There was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.